Event description:
It was reported that a vns patient experienced an increase in seizures according to the patient's family with no additional information provided. At the moment, interventions taken according to a clinic note and an implant card were to have the patient's generator replaced prophylactically. Good faith attempts to obtain additional information from the treating neurologist have been unsuccessful to date and the relationship of the increase in seizures to vns therapy is unknown. Moreover, product return attempts have also resulted unsuccessful to date, as the device was not received by the or coordinator and is marked to be discarded after surgery.